Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a chronic catheter placement procedure for the treatment of an ovarian endometriotic cyst in an outpatient operating room by using the navarre universal drainage catheter. During the procedure upon insertion, the needle cone separated from the wall of the blue catheter tubing and crumpled into a mass, rendering the device nonfunctional and preventing successful puncture, which consequently required multiple puncture attempts on the patient to complete the procedure. There was no reported patient injury.